Event description:
It was reported that a pioneer controller experienced a loss of power when the controller failed to recognize the batteries connected to power port 2, resulting in a controller power down during a power exchange. The ventricular assist device coordinator noted this issue, and the hospital submitted data files for review, although nothing relevant was observed in the submission. The hospital decided to perform a controller exchange for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) controller ((B)(6)) was not returned for evaluation. A review of the device¿s device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection of the controller revealed contamination within the serial port, both power ports, and a missing serial port cap. Based on the analysis conducted, the observed contamination of the power ports did not contribute to an intermittent connection. As a result, the reported " controller failed to recognize the batteries" event could not be confirmed. The observed contamination and missing serial port cap are additional findings not related to the reported event. The most likely cause of these additional findings is due to the handling of the device. Log file analysis revealed one (1) controller power-up and associated pump start event was logged on (B)(6) 2024 at 09:11:33. The most recent data point recorded prior to the event revealed that (B)(6) was connected to power source 1 (ps1) with 85% relative state of charge (rsoc) and (B)(6) was connected to power source 2 (ps2) with 95% rsoc. The data point recorded after the event revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. The controller was off for approximately 13 seconds. No anomalies were observed leading up to the loss of power. As a result, the reported loss of power event was confirmed. Additionally, a vad disconnect alarm was logged on (B)(6) 2024 at 18:28:02 indicating a physical disconnection of the driveline from the controller. This is an additional finding not related to the reported event. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.